Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. The physician tried to retract the device into the sheath to allow a change in endoscopic position. Retraction was not successful, causing the clip to detach. The clip was retrieved from the patient. An injury to the patient was not reported.